Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has provided troubleshooting with the customer related to the issue as well as recommendations related to storage and mixing parameters. Further follow up was conducted with the customer, who indicated that after reviewing proper mixing with the staff and discontinuing storage of the tubes in the refrigerator, no further issues with cloudiness have been observed.

Event description:
It was reported that the bd vacutainer® urine complete cup kit experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 364957, batch no. Unknown. Spoke with the customer who stated that the uap tube becomes cloudy after 24 hours, and is rejected on testing device.